Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient had blood glucose (bg) reading of 500 mg/dl with symptoms of dehydration, headache and trace level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Allegedly, the patient remained on pump therapy without any recent adjustments to the pump setting. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the event with the reporter and found that delivery had reached the 2 hour max limit. As a result, patient was not receiving insulin and experienced elevated bg. Patient was instructed on how to reset the limit and to monitor bg along with the need to consult with health care provider regarding diabetes management. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the patient was unaware that the pump¿s 2-hour delivery limit was reached.